Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn attached the secondary set to the primary and back flowed to prime the secondary set with saline however the secondary tubing " fell apart "broke in the rn hands. There was no report of patient harm. The event occurred in the (B)(6).

Event description:
The customer reported that the rn attached the secondary set to the primary and back flowed to prime the secondary set with saline however the secondary tubing "fell apart, in her hands". There was no report of patient harm. The event occurred in the hickman cancer center.

Manufacturer narrative:
The customer¿s report that the tubing fell apart was confirmed. Visual inspection of the set showed the vinyl tubing was completely separated from the drip chamber. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation and fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.